Event description:
Clinic reported patient with redness in both axilla diagnosed as bilateral infection, resolving with no further follow up required. Antibiotics were prescribed but it is unknown whether the antibiotics were administered. The clinic attributed the bilateral infection to the patient working outdoors for several hours post treatment and sweating without cleansing the treated areas.

Manufacturer narrative:
Clinic stated infection was due to patient failure to refrain from strenuous activity and to keep treatment area clean as directed in after care instructions. There have been no similar previous reports from this clinic or trends identified requiring further investigation or action. This appears to be an isolated event and will be tracked and trended under routine quality system processes. There was no device issue reported or identified during review of treatment data.